Manufacturer narrative:
This follow-up report is being filed to correct information. The following sections could not be completed with the limited information provided: date of event - date unknown, date explanted - date unknown.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - (B)(6) 2012 (exact date unknown). Explant date - (B)(6) 2012 (exact date unknown). This report is based on allegations set forth in the patient's complaint, and the allegations contained therein are unverified.

Event description:
It was reported via patient's legal claim that primary hip surgery was performed on (B)(6) 2007. Revision procedure was performed in (B)(6) 2012 due to unknown reasons. No further information has been received.